Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A voluntary medwatch form 3500 was received (report #mw5092176). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to a suspected thrombus and that the ventricular assist device (vad) exhibited high power alarms and increasing power consumption and flows. The patient also had elevating lactate dehydrogenase (ldh) levels and experienced hemolysis. The patient underwent an emergent vad exchange procedure; during the procedure, two thrombi were identified in the left ventricle that were partially obstructing the inflow cannula. The vad was successfully exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) with unknown serial number was not returned for evaluation. The reported high power event could not be confirmed via review of log files since log files covering the reported event date were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, high flows, or incorrect setting of alarm threshold. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.